Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Post-procedural device imagery was returned, and per observation, the sheath liner appeared expanded as designed, the sheath distal tip was torn and separated, located over the delivery system balloon, just distal to the crimped valve. A review of edwards lifesciences risk management documentation was performed for this case, there was no patient harm, or device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. In addition, no abnormalities were noted during device unpacking or preparation. Furthermore, this device lot passed inspections and tests during the manufacturing process, and this supports that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for sheath distal tip torn and separation were confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. A CAPA was previously initiated to further investigate this type of failure. Per evaluation of the returned imagery, the distal tip was torn and fully separated, with the separated tip over the delivery system balloon, just distal to the crimped valve. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper esheath tip expansion during advancement of the valve contributed to the distal tip tear and subsequent separation. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, wire access was lost while loading the balloon and they unsuccessfully attempted to re-cross the valve with the delivery system still in the body so the valve and delivery system were removed through the sheath and the sheath tip was noted to be completely missing from the esheath and was on the delivery system just above the skirt of the valve. A second valve and delivery system were used through with the original sheath and the valve was deployed without any issues. Patient did not have any complications after procedure and after sheath was removed.